Event description:
Customer states that prior to use on a pt during pre-test a doctor confirmed the cuff would not be deflated. Customer confirmed no pt involvement.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.